Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter would not retract. The following information was provided by the initial reporter: the white button on the catheter does not retract the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-feb-2023 . H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received ten sealed units 20ga x 1.16in. Insyte autoguard bc units from lot number 2255204. A functional test revealed that the needles fully retracted on each device when the safety mechanism was activated. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter would not retract. The following information was provided by the initial reporter: the white button on the catheter does not retract the catheter.